Event description:
It was reported that during an adjustment, the surgeon withdrew 5ml, and the liquid was an unexpected bright yellow color. The volume was believed to have to be 8.5 from last fills. The surgeon put 3.5 ml back in, but the patient still does not feel restricted enough. The patient subsequently had an x-ray with contrast swallow, and a tubogram. It was reported that both tube and band looked ok initially, but there was some contrast solution coming from behind the diaphragm. They plan to do a blue methylene contrast and possibly to reoperate.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable. Device is still implanted.